Manufacturer narrative:
The user reported that the IV catheter was being inserted and it hit a valve. The nurse withdrew catheter and noticed it to be shorter than normal. The end of (20 gauge) catheter was missing with rough edge. Occurred in ER and later was surgically removed. Not sure if correct item number as item number was not provided. The suspect sample was not returned for a thorough eval to be performed. However retain samples from the suspect lot were evaluated. Ten random samples were evaluated from the mfg retain lot under magnification for any possible related non-conformances. The same samples were also tested for catheter security per stm 150 with no mfg related non-conformances found. Our instructions for use (IFU) cautions against the use of scissors or sharp instruments near the IV catheters. Variations in insertion techniques may also induce severed catheter. The IFU cautions against reinsertion or redirection of the introducer needle during the insertion process. The IFU also states that the user advance the catheter and the introducer needle together to assure full catheter entry into the vein lumen. Premature advancement of the catheter tubing may cause the introducer needle point to perforate the catheter. The damaged segement may become lodged in the wall of the vein and, if tension is applied, may sever the catheter. If the venipuncture is not successful, discard both needle and catheter. Failure to follow instructions for use can result in severed catheter. During the mfg process, our catheters are tested to help assure that the tubing does not tear or break. In addition, during the mfg of these devices critical parameters are 100% controlled during the different phases. Once the catheters are assembled from the tube, eyelet and hub, the catheters are inspected in-process 100% in order to demonstrate that the catheter tube is properly secured to the hub. A review of our complaints database shows no upward trends which would indicate a quality concern for this product relative to the reported complaint issue. The complaint database also indicated that there have not been any other complaints for the lot number identified for this report. Without knowing the root cause of this event, as the suspect sample was not returned, it is not possible to further evaluate the issue reported. Please let me know if any further info is required from smiths medical asd, inc.